Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that the roller clamp of a secondary solution set would not stop flow. The device was connected to a primary set at the y-site most distal from the patient. The primary bag of unknown solution was hung lower than the secondary bag of unknown antibiotic solution. The reporter stated that the secondary set was allowing ¿fluid to go through the tubing when the roller clamp on the secondary IV set was closed.¿ the nurse disconnected the secondary set from the primary set and capped the male luer to stop flow. This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.